Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: the physician intended to use the intrastent mega ld to treat an aortic coarctation. It should be noted that the intrastent mega ld is not indicated for use in the aorta. The physician reported that the edge of the stent got stuck and bent. The damaged stent was removed and another unknown device was used to complete the procedure. No patient injury reported.